Manufacturer narrative:
Carefusion complaint number (B)(4). The customer stated that the advise provided by technical support resolved the issue and the vent was placed back into service therefore the vent will not be returned for evaluation. In the event additional information is received a follow-up report will be submitted. The device was not returned for evaluation (B)(4).

Event description:
The customer stated that the ventilator's fio2 is out of specification at 60% the ventilator is reading 56% and the external analyzer is reading 57%. The o2 cell was replaced but this did not correct the problem. Technical support advised the customer to apply high pressure air in the cell cavity and see if this corrects the problem. If not then the air/o2 balance calibration will need to be performed. The incident did not occur on a patient at the time of the incident.